Event description:
A patient reported that their meter had a test strip holder or port issue. Pt had just purchased the meter a few days ago and was trying to set it up, but the strips would not stay in the meter. The port does not appear to be blocked. Strips are going into the meter until stopping but are not held firmly. The strips would fall out if the meter is turned upside down. The patient was feeling thirsty and had blurred vision as they were not able to test their blood glucose. No further information has been reported.